Event description:
It was reported by service report that the cot will still try to raise if button is pushed when locked in fastener system inside the ambulance. The in-fastener shut off magnet was slightly out of adjustment. There was patient involvement; however no adverse consequences are reported.

Manufacturer narrative:
In-fastener shut off magnet.